Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 04/06/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit shuts off during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). Device manufacture date corrected to 09/23/2008. The sample was returned for evaluation. A visual exam was performed and no issues were observed. The unit failed the initial power connect test. The front panel delta warning lights flashed one time and the unit did not respond again. This functional failure is indicative of a power supply pcb defect. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. The complaint is confirmed. The power supply pcb is defective. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective electronic component. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 22 june 2008 and will be replaced.

Event description:
The event is reported as: the unit shuts off during use. No harm or injury to patient reported.